Manufacturer narrative:
(B)(4). Per srt, the o2 sensor calibration test had a setpoint of 21%. The central control monitor (ccm) reported 31.0%, which is outside the specification. The actual value on the external gas analyzer was 20.9%. The srt replaced the o2 sensor. The electronic patient gas system (epgs) is functioning within manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) was not able to verify the issue. The returned o2 sensor was installed into a lab use only epgs and passed calibration after the initial warm-up period. The o2% output was measured at multiple set points and compared to an external o2 meter and the ccm reading; all measurements were within specification. The direct current (dc) voltage measured within specification on the o2 sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the unit failed oxygen (o2) sensor calibration test. There was no patient involvement.

Manufacturer narrative:
The part return was reported incorrectly. This should have been blank on the initial report as indicated in this report. (B)(4).